Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When I energized 2 or 3 times, I was able to energize without any problems, but after that the output became weak. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: when the product was connected to the high-frequency surgical device vio300d (manufactured by elbe) and an energization test was performed, no energization failure was confirmed, and it was confirmed that the cup was energized. It is speculated that the cause of the inability to conduct electricity is that coagulated substances such as coagulated tissue and blood adhered to the cup and interfered with conduction, resulting in poor conduction.